Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one of the recorded asystole episodes 'might be real', and the episode looked 'very noisy' and occurred around the time of implant. After review of the episode, a manufacturer technical consultant stated it looked like a false episode, occurring pre-implant. The recorder is still in use. No patient complications were reported as a result of this event.